Manufacturer narrative:
Age at time of event: 18 years of age or older.

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). A 1.5mm x 20mm x 142cm coyote es balloon was advanced for dilation. However, on the initial inflation at 7 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.